Event description:
In 2009, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini stopped powering on and had to receive a glucagon injection after the power issue began. The medical surveillance specialist (mss) spoke with the patient on march 31, 2009, to obtain/verify the following information: the patient tests 9-10 times per day and is on insulin pump. The reported power issue began two days prior to original date. As a result of not being able to test, she was guessing how much insulin to take based on her feelings and food intake. She recalled taking "quite a bit" of insulin that night because of what she was eating. The next morning before breakfast (the day prior to original date), she reportedly became non-responsive all of the sudden. Her husband treated her with a glucagon injection and she felt better in about 45 minutes. She did not test on any other devices and did not receive any other forms of treatment. According to the troubleshooting with the customer care advocate (cca), the power issue was unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly guessed how much insulin to take as a result of the power issue and then became hypoglycemic. Her allegedly husband treated the patient with a glucagon injection.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.